Event description:
It was reported that the 2600 system had a physicist discrepancy of inaccurate kvp of >5% at 80kvp and 100 mas. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed wen additional details become available.